Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-01476 and 1627487-2015-01477. It was reported the patient underwent a full explant of her scs system due to ineffective stimulation. The patient stated originally she did have effective stimulation following initial implant, but the effectiveness of the stimulation eventually diminished.